Event description:
Device malfunction: difficult to remove and broken vessel locator wing. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the clip did not deploy correctly and deployed in the subcutaneous tissue. The device was difficult to remove. The access ports were attempted, but were unsuccessful and the physician used counter-traction and assertive pull to remove the device. Once outside the pt's anatomy, it was noted a locator wing was broken; however, remained attached to the device. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.